Event description:
First step of the procedure is the registration of the anatomy. It might be that something went wrong during this step or that the arrays moved. During the planning special values were given for the gaps of the extension and flex. The surgeon continued the procedure and made his coups. The implant could be placed and was stable, however the implant scratched slightly on the femoral component. The data of this procedure was captured and we're asking to review it, to verify how this could happen. The patient is doing fine and no patient consequence is reported.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : first step of the procedure is the registration of the anatomy. It might be that something went wrong during this step or that the arrays moved. During the planning special values were given for the gaps of the extension and flex. The surgeon continued the procedure and made his coups. The implant could be placed and was stable, however the implant scratched slightly on the femoral component. The data of this procedure was captured and we're asking to review it, to verify how this could happen. The patient is doing fine and no patient consequence is reported. Investigation: no photos of the reported device were provided for review. However, the investigation performed by the system team, based on the event logs, could not confirm the reported complaint condition. The use of the pointer tool to verify resection cuts was utilized on most resected surfaces, therefor the investigation cannot confirm the allegation of array movement. As all cuts measured were less than ~1mm of over/under resection to the plan, there is no indication that array movement occurred during operation. Leg and robot motion was visualized during operation. Any large movement will require a rapid adjustment by the robotic-assisted device and can potentially introduce inaccuracy. Indications that the robotic assisted device was not transferred to the bedrail causing the robot to move during operation. Prior to each resection, ensure the leg is stabilized in the desired position. Other factors include: skiving(angular deflection) was also visualized/ measured on some cuts, probable hard bone was visualized during the distal cut, sub optimal leg positioning relative to the device array, and/or handling of the saw handpiece(mediolateral movements observed on multiple resection cuts). The combination of motion from the robot, movement of the leg during cuts, and position of the leg relative to the robotic assisted device could lead to inaccurate cuts. The investigation also found the medial distal point was on the edge of the point cloud and may not have been the most distal point on that condyle, this could lead to the cuts being off, along with inaccuracies with the balance graph, and rotation of the implant. No single root cause could be established. Most probable, but undeterminable causes are; cart movement was visualized during operation, potential angular deflection of the saw on the resected surfaces, probable hard bone was visualized during some cuts, sub optimal leg positioning relative to the device array, and suboptimal anterior cortex and distal acquisitions. The investigation found no issues or defects, and the system was operating properly and accurately. Therefore, the most probable cause for the described issue cannot be established. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.